Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for power loss alarm. Customer¿s blood glucose was unknown. Customer reported that her battery would empty really quickly. Customer performed battery reset and also send her a new pack of batteries but power loss error happened for the second time during the same day. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.